Manufacturer narrative:
(B)(4). Upon follow up, the event was amended to bacterial peritonitis. After fifteen days of hospitalization, the patient was discharged and reported to have recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent, fever, vomiting, and diarrhea. The cause of the peritonitis event was reported to possibly be due to an unsafe environment and water source; however, the registered nurse (rn) could not confirm this. On the same day, the patient was hospitalized for the event. Treatment and outcome for the peritonitis event was not reported. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.